Manufacturer narrative:
Correction: d4 gtin. H6 health impact code. The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the driver broke at the tip.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the driver broke at the tip.